Manufacturer narrative:
Visual inspection confirmed the reported complaint. The returned device was found to have low weld penetration on the outer tip and cracks in the adapter body. Otherwise, dimensionally the part was in conformance. The most likely root cause for the damage is an issue during the manufacturing process. A complaint history review has identified one additional complaint for this lot number on file. A review of the device history records was performed which confirmed no inconsistencies.

Event description:
It was reported that the device broke during a shoulder arthroscopy. The broken piece was removed from the surgical site and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported.